Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suffering from limb pain, stomach problems for 9 weeks, suffered from a syncope (fainted and could not get up anymore), breasts had changed slightly, rupture on the right side was detected, silicone is visible in their lymph nodes and pain.

Event description:
Patient reported a rupture and "silicone is visible in the lymph nodes." Patient reported "limb pain and syncope;" these events are not device related. The device remains implanted. This record relates to the right side.